Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would "pop off by itself" and that the cartridge came off the pump when the pump case was removed. Additionally, it was reported that resistance was experienced during the fill process. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.